Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station would randomly reboot when closing or recovering drawers. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) connected with the customer and confirmed that the issue was no longer present. After investigation and testing, the device appeared to be functioning correctly, and the customer confirmed the issue was resolved. The system functioned as intended after the customer resolved the issue.